Manufacturer narrative:
Device received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker. No scratched case noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that customer's insulin pump had many scratches on the display and case. No other details were provided. Nothing further reported.